Manufacturer narrative:
One used cassette was received for investigation. The reported issue could not be verified. No alarming "no disposable" message was activated when attaching and infusing the cassette with the pump. No damage was found on the cassette during visual inspection. The complaint was not confirmed.

Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm after going through a software version upgrade. The user turned the alarm off in a rush and did not check the details. No adverse patient effects were reported.